Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra-delsys] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no.   Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one-day post leadless implantable pulse generator (ipg) implant, the patient died. It was also noted that during implant, the patient experienced asystole, a drop in blood pressure and cardiac tamponade.  A code blue was called and cardiopulmonary resuscitation began at that time. The code team arrived, CPR had already been started, and the physician was attempting a pericardiocentesis. After CPR, pericardiocentesis, and medications were administered during the code, the patient had been effectively stabilized and was subsequently transferred to the intensive care unit (ICU). The next day, the patient had expired sometime overnight.